Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins turned off the stimulation on its own. When the patient turned it back on it was set to 0.8 ma rather than 1.1 ma which it was at before. No patient complications were reported as a result of this event.